Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found the lens haptic bent. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse events following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. Additionally, it was reported that toric markings were not straight. The lens was exchanged with a same length lens with a different power and diopter & the problem was resolved. Cause of the event was reported as unknown.